Event description:
It was reported that a stent dislodgement and vessel perforation occurred. Vascular access was obtained via the left common femoral artery. A 6f non-bsc introducer sheath was placed into the left common iliac artery. A high grade calcium plaque was noted. A .035 amplatz super stiff wire was advanced into the distal abdominal aorta. A 8.00x37mm express ld stent delivery system (sds) was advanced into the iliac. After crossing the left external iliac artery, it was visible that the obvious kinking of the left common iliac artery can only be passed with problems by usage of the 37 mm stent catheter. The physician elected to exchange the device. The sds could be withdrawn via the introducer sheath. Outside the introducer, only the unexpanded balloon was seen. The stent had detached before the end of the introducer sheath and was located freely on the amplatz wire. The physician attempted to push the stent into the vascular wall with a bigger balloon and a perforation was noted due to the great calcification in the vascular wall. The patient was transferred to another hospital and underwent emergency vascular surgery. No additional patient complications were reported and the patient's current condition is okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).